Event description:
It was reported that the patient received inappropriate hv therapy due to rv lead noise. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 23.9cm was returned for analysis. External insulation abrasion was noted at 6.8-7.1cm and 10.4-10.7cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was not damaged at these locations.